Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Clinician review of the x-ray confirms the loose cemented stem and cup. However, additional records such as primary and revision operative reports, clinical and past medical history and serial x-rays are needed to determine the root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Dr. (B)(6) revised a hip that was originally done on (B)(6) 2013 at (B)(6) hospital by dr. (B)(6), dr. (B)(6) performed a mako tha and used a mako cup and liner, however used a different manufacturer's stem and head. He cemented in a stem after having removed a hemi hip. The patient had been complaining of pain and was referred to dr. (B)(6) performed the revision on (B)(6) 2015 by removing all the hardware, and replacing with a cage, cemented cup and revision stem. Dr. (B)(6) mentioned the stem was very loose and it came out easily. He felt it was a press-fit style stem that dr. (B)(6) decided to cement in without clearing the original cement from the hemiarthroplasty. When dr. (B)(6) spoke to dr. (B)(6), he thought the cup came loose immediately from the original surgery. That is why the placement of the cup didn't reflect what was originally planned.

Event description:
Dr. (B)(6) revised a hip that was originally done on (B)(6) 2013 at (B)(6). Performed a mako tha and used a mako cup and liner, however used a different manufacturer's stem and head. He cemented in a stem after having removed a hemi hip. The patient had been complaining of pain and was referred to dr. (B)(6) performed the revision on (B)(6) 2015 by removing all the hardware, and replacing with a cage, cemented cup and revision stem. Dr. (B)(6) mentioned the stem was very loose and it came out easily. He felt it was a press-fit style stem that dr. (B)(6) decided to cement in without clearing the original cement from the hemiarthroplasty. When dr. (B)(6) spoke to dr. (B)(6), he thought the cup came loose immediately from the original surgery. That is why the placement of the cup didn't reflect what was originally planned.